Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. No visible contamination. Error history log review found a watchdog failure. The root cause of the reported issue was unable to determine. No external damage or contamination to main board. Actions were taken to mitigate the reported issue: replace main board.

Event description:
It was reported that the pump had a watchdog failure. No patient injury was reported.